Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device location was not provided. The devices are not returning for analysis. A follow-up report will be submitted with all additional relevant information. The prostar device and the additional adverse patient effects referenced are filed under separate medwatch report numbers. Article attached: "the impact of closure devices on vascular complications during transcatheter aortic valve implantation procedures in geriatric patients."

Event description:
It was reported through a research article identifying proglide and prostar devices that may be related to the following outcomes: death, bleeding, surgical intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "the impact of closure devices on vascular complications during transcatheter aortic valve implantation procedures in geriatric patients."